Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced a safety switch due to pacing impedance high out of range. Technical services (ts) was consulted, and no noise was noted, recommended programming options and continue to monitor. The device remains in service. No adverse patient effects were reported.